Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer requested assistance with pairing and programming the transmitter to the insulin pump and experienced a prolonged ¿searching¿ status during transmitter pairing, during which the pump did not proceed further, along with a prior loss of communication between the pump and transmitter resulting in a lost sensor signal. The same sensor successfully paired and worked on a different phone, confirming issue was isolated to the mobile device/app manager. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a, mmt-7841zn and mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-1884, mmt-7040a and mmt-7841zn. A product return is not applicable for mmt-6101 non physical devices.